Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes, returned to manufacturer on: 2022-11-15. H.6. Investigation summary: bd received 9 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination functional testing and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the customer that additive appearance looks more yellow and droplets look larger. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that additive appearance looks more yellow and droplets look larger. "

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the customer that additive appearance looks more yellow and droplets look larger. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that additive appearance looks more yellow and droplets look larger. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 9 samples and 3 photos for investigation. The samples and photos were visually evaluated and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by functional testing and, all testing was found to be within specification limits. Bd determined that the root cause of the indicated failure mode was attributed to misalignment of equipment within the manufacturing process. In rare instances where assembly machine misalignments occur, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type. The type of issue will not affect the form, fit or function of the tube. As all tubes were tested and, results were found to be within specification limits strict adherence to the IFU will ensure that the product should perform as expected. This complaint has been confirmed for the indicated failure mode additive abnormality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the customer that additive appearance looks more yellow and droplets look larger. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that additive appearance looks more yellow and droplets look larger. "